Event description:
Pump returned from account with report of failure code 812. The service technician reviewed event history and found failure code 812:02 and 813:01 had also occured. Writer has attempted to follow-up with account to obtain details regarding if these failure codes occurred during clinical use, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, medical intervention and pt injury, but no contact with account to date has been made.